Event description:
It was reported that during device change-out for eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were observed. The lead was capped and replaced. The patients condition was good after the event.